Event description:
Patient received from interventional suites with two ekos devices attached to infusion catheters delivering tpa. Nurses report the catheters, tubing and cords for the ekos devices were tangled. Ekos devices were unplugged, untangled and then the plugs replaced and the start button was activated. It was not recognized that the ekos device was "initializing" after a cord was replugged and the device did restart. Nursing reports there were no audible or visual alarms to alert them to the fact that start was not accepted as an action and the ultrasound therapy was not running.